Manufacturer narrative:
Investigation: neither catalog number nor lot number are provided, no samples displaying the reported condition are available for examination. DHR can't be performed as a result. Complaint is unconfirmed and root cause not determined.

Event description:
It was reported that unspecified bd¿ pen was not working. The following information was provided by the initial reporter: spontaneous call received from family who stated that the pen would not release the needle when the button was pushed. Patient missed his dose, but did not have any adverse effect.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ pen was not working. The following information was provided by the initial reporter: spontaneous call received from family who stated that the pen would not release the needle when the button was pushed. Patient missed his dose, but did not have any adverse effect.